Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contact dexcom on (B)(6) 2015, to report that a patient developed a staph infection and cellulitis in her feet on (B)(6) 2015. Patient's husband reported that hospitalization was not dexcom related. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of infection.